Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: the sales rep stated that the way the event was described to him by the surgeon was that on the first firing with either a gst60t or gst60g with seamguard, when the surgeon released the safety and fired the device, he attempted to pulse fire, but the device fully fired on its own. The firing trigger was floppy and the motor continued to run until the surgeon manually pushed the firing trigger forward with his finger.

Event description:
It was reported that during a sleeve gastrectomy procedure, the blue firing trigger had no spring recoil thus it fired completely when engaged not allowing the surgeon to pulse fire the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.